Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, three roller pumps did not turn on when the power supply was switched on and "?" Was displayed on the central control monitor. The user turned the switch off and back on again and power returned to the three roller pumps. The device was not changed out and the unit was used for surgery. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Investigation in process, but not yet complete.